Event description:
It was reported that prior to a subtotal hysterectomy procedure, the balloon had a hole. It was not reported how the procedure was completed. There were no adverse consequences to the pt.